Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to 28 mmol/l (504 mg/dl) between 36 and 48 hours of wearing the pod. The reporter stated the pod was not bringing their levels down, and upon removal of the pod the cannula was found to be bent. As treatment a new pod was applied.